Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during upgrade procedure, the stylet would not remove from the left ventricular lead. The physician decided to cut the stylet and connect the lead to the generator. The stylet remained inside the lead. The patient was stable.